Manufacturer narrative:
This report is filed on february 02, 2018.

Event description:
Per the clinic, the patient had experienced fever and unexplained cerebrospinal fluid leakage. The patient was diagnosed with meningitis, (B)(6) 2018 (specific date not reported). The following addition information was received regarding the episode of meningitis. Etiology of deafness - the patient has mondini malformation. No cranial malformations or basilar skull fracture was reported. There was no previous history of meningitis, csf leakage occurred post implantation surgery. The patient did not receive pre-implant immunization. Perioperative antibiotics were administered, type was not reported. Gusher/leak was reported at implant surgery and was managed during surgery. The receiver-stimulator well was not drilled into dura. The meningitis episode did not occur within 30 days of a neurologic procedure, no vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, the patient did not experience any signs of inflammation or fluid in the ear, middle ear or mastoid cavity. The patient did have an prior upper respiratory infection and otitis media prior to meningitis. No organisms were cultured. The patient was unsuccessfully treated with antibiotics (type not reported), resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. The patient was treated with an antibiotic wash post-operatively and will continue to be clinically managed.